Event description:
It was reported that the pump shut off unexpectedly. Reportedly, pump was charging when shutdown occurred. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.